Manufacturer narrative:
B3: date of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an alarm. Per reporter the event occurred while in use with a patient. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) show a power lost while pump was on alarm. A functional test was performed and the reported issue was not duplicated, however the power supply went off immediately after the pump was started. It was determined that the most probable cause was due to the backup capacitor. As a result, the backup capacitor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.